Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, it was noticed that the metal insert for depth gauge was found broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial reporter is synthes sales consultant. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified the condition of missing components. Only the handle component was returned for investigation. The device is not broken, rather it is missing the slider assembly component which slides into the returned handle component to make up the complete 03.111.005 depth gauge instrument. Only minor superficial surface wear exists on the returned depth gauge handle component which would not impact functionality. The received condition does not agree with the complaint description as received depth gauge is missing components instead of the reported condition of broken. DHR review: a review of the device history records was unable to be performed since the lot number was unknown. (By design, the slider assembly has the lot# etch on it, but that assembly was not returned). Document/specification review: the relevant design drawings were reviewed during this investigation. The 03.111.005 depth gauge is a reusable instrument routinely used in multiple small and mini fragment systems such as the 2.4mm variable angle lcp dorsal distal radius plate system, 2.4mm lcp volar colum distal radius plate system and the 2.7mm lcp ulna osteotomy system. As an alternative technique, the depth gauge can be used in multiple steps to determine the necessary screw length prior to a 2.0mm, 2.4mm, or 2.7mm screw insertion. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: a dimensional inspection is not applicable for this complaint condition of missing a component. This complaint is not confirmed as received depth gauge is missing components instead of the reported condition of broken. Conclusion: a definitive root cause for the missing slider assembly component could not be determined based on the provided information. The most likely cause is disassembly for sterile reprocessing and misplacing the slider assembly component. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.